Event description:
It was reported that the keys on the first, second, and third rows (1st soft key, 2nd soft key, 3rd soft key, 4th soft key, on/off, setup, ok, run/stop, #0, #1, #2, and #3) on a pump keypad are "double tapping." It was also reported that the keys on the fourth and fifth rows ("." #4, #5, #6, #7, #8, #9) of the pump keypad are inoperable. The customer stated that there was no patient injury.

Manufacturer narrative:
(B)(4). The baxter device evaluation found the (.), #3, #4, #5, #6, #7, #8, and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the 3# key will occur following the selected key's function (eg, when the 1# key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted. At the time, the date of event is unknown.